Event description:
Customer had been testing bg and taking a set regimen of insulin each morning. On 05/15/1999, she ate lunch at 12:00pm and was feeling okay. She checked her bg at 1:00pm and obtained a result of 50mg/dl. She then ate some sugar and a lot of food, then took a nap. An hour later she woke up and was not feeling well. She went to the emergency room where her bs was over 500mg/dl. (She did not check her bs on her meter prior to going to the hosp.) She was released from the hosp on 05/18/1999. A home health care nurse started visiting the customer everyday for the next two weeks because her insulin regimen had been changed. During the first visit, the nurse ran a bg test using the customer's meter and obtained a 48mg/dl. The nurse was not comfortable with the reading, so she compared it to her hosp meter and got a bg of 379mg/dl. Nurse ran a normal control solution on the customer's strups and they were within range. Customer's two lots of strips had both been opened for an unk length of time.